Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/side pain") in an adult female patient who had essure (batch no. 871971, 927080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease, cervical high grade squamous intraepithelial lesion and hypertension in 2007. Concurrent conditions included overweight. Concomitant products included citalopram since 2016, ibuprofen (motrin) since 2016, pantoprazole (protonix) since 2016 and pantoprazole since 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced mood altered ("mood changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), abdominal distension ("bloating"), irritability ("irritability"), loss of libido ("loss of libido"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, migraine and abdominal pain was resolving, the abdominal distension, irritability, loss of libido, hot flush, mood altered, female sexual dysfunction, weight increased and menstruation irregular outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, female sexual dysfunction, headache, hot flush, irritability, loss of libido, menorrhagia, menstruation irregular, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number:871971. Manufacture date: (B)(6)2011. Expiration date: 2014/06 . Lot number:927080. Manufacture date: (B)(6) 2011. Expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/side pain") in an adult female patient who had essure (batch no. 871971, 927080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease, cervical high grade squamous intraepithelial lesion and hypertension in 2007. Concurrent conditions included body mass index normal. Concomitant products included citalopram since 2016, ibuprofen (motrin) since 2016, pantoprazole (protonix) since 2016 and pantoprazole since 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced mood altered ("mood changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), abdominal distension ("bloating"), irritability ("irritability"), loss of libido ("loss of libido"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, migraine and abdominal pain was resolving, the abdominal distension, irritability, loss of libido, hot flush, mood altered, female sexual dysfunction, weight increased and menstruation irregular outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, female sexual dysfunction, headache, hot flush, irritability, loss of libido, menorrhagia, menstruation irregular, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (871971, 927080) added. Concomitant medications added. Events mood changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), weight gain, abdominal pain,irregular periods added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), abdominal distension ("bloating"), irritability ("irritability"), loss of libido ("loss of libido") and hot flush ("hot flashes"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, migraine, abdominal distension, irritability, loss of libido and hot flush outcome was unknown. The reporter considered abdominal distension, headache, hot flush, irritability, loss of libido, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.